Event description:
During a coil embolization procedure, the orbit mini complex fill 3x4 coil (637mf0304/15472859) stretched during insertion into the target aneurysm. After the event, the coil and delivery system was removed from the patient without any issues, and the same sl 10 (mc) microcatheter was utilized to complete the procedure. It was unknown if during repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. During insertion or any other time, no resistance was met, or additional force utilized to advance or remove the coil/delivery system. An adequate continuous flush was maintained through the mc at all times, and there was no resistance noted when the coil was inserted in the mc or any other time. A balloon or stent remodelling product was not used during the procedure. It was unknown if the mc was re-shaped prior to use, but no damages were reported on the device. The device will be returned for analysis, and there was no adverse event reported.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15472859 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure, the orbit mini complex fill 3x4 coil (637mf0304/15472859) stretched during insertion into the target aneurysm. After the event, the coil and delivery system was removed from the patient without any issues, and after the event, the same sl 10 (mc) microcatheter was utilized to complete the procedure. A balloon or stent remodeling product was not used during the procedure. It was unknown if during repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. During insertion or any other time, no resistance was met, or additional force utilized to advance or remove the coil/delivery system. An adequate continuous flush was maintained through the mc at all times. It was unknown if the mc was re-shaped prior to use, but no damages were reported on the device. There was no resistance noted when the coil was inserted in the mc or any other time. The device was not returned for analysis, and there was no adverse event reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15472859 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported failure of coil- unraveled/stretched-during placement was not confirmed because the product was not returned for analysis. However, the DHR suggest that the failure reported could not be related to the manufacturing process. Based on the reported information, procedural factors may have contributed to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During a coil embolization procedure, the orbit mini complex fill 3x4 coil ((B)(4)) stretched during insertion into the target aneurysm. After the event, the coil and delivery system was removed from the patient without any issues, and after the event, the same sl 10 (mc) microcatheter was utilized to complete the procedure. A balloon or stent remodeling product was not used during the procedure. It was unknown if during repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. During insertion or any other time, no resistance was met, or additional force utilized to advance or remove the coil/delivery system. An adequate continuous flush was maintained through the mc at all times. It was unknown if the mc was re-shaped prior to use, but no damages were reported on the device. There was no resistance noted when the coil was inserted in the mc or any other time. The device was returned for analysis, and there was no adverse event reported. A non-sterile orbit mini complex fill 3x4 was received coiled inside of plastic bag. The hypotube was inspected and several kinks were noted throughout the entire hypotube. Additionally, the device was found broken, the support coil was broken. The introducer was received separated from the device along with the distal broken piece of the device; the support coil was protruding from the introducer and the zipper was over the support coil and introducer. Additionally, a part of the support coil, the gripper and embolic coil were outside from the introducer. The gripper was found in good condition, while the embolic coil was stretched. Some waves were found on the product but apparently can occur during the handling of the unit when this was returned for evaluation. The separated pieces of the device were inspected under microscope; evidence of elongation was noted on both sides of the broken pieces of the support coil. The gripper and embolic coil were inspected under microscope; the gripper was confirmed to be in good condition; while the embolic coil was confirmed to be stretched. The zipper was confirmed to be over the support coil and introducer. The reported failure stretched coil was confirmed. The cause of the stretched condition of the embolic coil and the kinks on the hypotube could not be conclusively determined; the cause of the broken support coil appears to be excessive force applied to it when trying to re-zip the introducer, as the evidence of elongation and as it was confirmed through replication, as per instruction for use: 'caution: during withdrawal, do not expose the blue distal floppy section of the delivery tube, as the delivery tube may sustain damage.' Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally, inspections are in place that prevents these kinds of failures from leaving the facility. Based on the available information, it might be possible that procedural factors appear to be the cause for the reported complaint. Also, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.